Manufacturer narrative:
(B)(4). Lead model 3389s-28, lot # v199559, implanted: (B)(6) 2010, explanted: na; lead model 3389s-28, lot # v193397, implanted: (B)(6) 2010, explanted: na; extension model 37085-40, serial # (B)(4), implanted: (B)(6) 2010, explanted: na; extension model 37085-40, serial # (B)(4), implanted: (B)(6) 2010, explanted: na.

Event description:
It was reported that the patient turned off her therapy for an unrelated abdominal surgery. Following the surgery, the patient's spouse turned her implant back on, and she verified it. The next day, the patient experienced a loss of effect, and when she checked the implant she found it was off. The patient was wondering if emi could have affected her implant or patient programmer. The patient turned the implant back on and her therapy resumed. It was reported that the patient was fine.